Manufacturer narrative:
The product analysis found that the motor was corroded and jammed, so temperature testing could not be performed. The cable/connector junction was broken, held together with tape and missing a boot around the connector. Method: actual device evaluated. Visual inspection. Wear testing. Results: degradation problem. (B)(4). Conclusion: operational context caused or contributed to event. (B)(4).

Event description:
It was reported that the drill gets hot within 1 minute and is a bit noisy. No patient impact was reported.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.